Event description:
The system jammed and insufflation of the patient cavity was not possible. Therefore, a new device was used to complete the procedure without further incident. Procedure: unk. Patient status: no patient injury reported.